Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary artery drug-eluting stenting treatment procedure, the stent delivery system (sds) was unable to cross the target lesion. However, returned device analysis discovered stent damage. The physician was attempting to treat an 80% stenosed lesion located in the non-calcified, moderately tortuous mid lad (left anterior descending) artery with a 2.50x32mm taxus liberte stent. The sds was unable to cross the target lesion. The procedure was completed with a 2.50x24mm taxus, which did not cover the entire lesion. There were no reported patient complications. The patient status is listed as "good."

Manufacturer narrative:
The complaint device was returned for analysis. A visual and microscopic examination identified proximal stent damage, with raised struts. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operation context as device performance was limited due to anatomical/procedural factors. (B)(4).